Event description:
The ge oec 2800 uroview fluoroscopy system x-ray tube arm would not move in or out.

Manufacturer narrative:
A ge oec service representative investigated the issue and found that the solenoid pin had become disengaged from the release mechanism. The pin was repaired. The system was tested, and operates as intended. The system was released to the customer for use. There was no reported injury or negative effect to any patient as a result of this malfunction. The facility was unable or would not provide any patient information with respect to this issue.